Event description:
As staff prepared a marker pigtail catheter for a tavr procedure, the hub of the catheter completely came off the line. The same issue occurred with another catheter. A third catheter was selected from a different lot without any issues.